Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. On 12/8/2025 stryker instruments discontinued the practice of filing mdrs for complaints related to the device continuing to run (run-on) without user input for devices registered under hwe product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation. MFR report # 3015967359-2025-99481. Supplemental rationale corrected data: b5, h1, h6, h11 7 events were previously reported during the reporting quarter; however, - 3 events were determined to not be reportable. - 4 previously reported events are included in this follow-up record. Product return status 4 devices were received. Evaluation findings (results/components) 1 device: electrical/electronic component problem identified / power switch 2 devices: stress problem identified / power switch 1 device: no device problem found / part/component/sub-assembly term not applicable product disposition 4 devices: serviced and returned to customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 4 events for the failure: device remains activated. - 4 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 4 devices were received. 3 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 1 device: electrical/electronic component problem identified / power switch. 2 devices: stress problem identified / power switch. 1 device: no device problem found / part/component/sub-assembly term not applicable. 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 4 devices: serviced and returned to customer. 3 devices: product disposition is not yet determined. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 7 events for the failure: device remains activated. 7 events had problem identified during non-clinical procedure; there was no patient involvement.